Manufacturer narrative:
(B)(4).  Physio-control provided the customer, a biomedical engineer, with technical assistance.   It was later confirmed by the biomedical engineer that he replaced the device's therapy connector assembly to resolve the reported issue.  Additionally, a replacement therapy cable was obtained.  After observing proper device operation through functional and performance testing the unit will be placed back into service for use.  The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was giving a "connect cable" message.  The biomedical engineer found that two (2) connector pins had broken off of a therapy cable and become lodged in the device's therapy connector assembly, which prevented another cable from being connected to the unit.  As a result, defibrillation would not be possible.  There was no patient use associated with the reported event.